Event description:
It was reported that (1) device was used during a hemiorrhoidectomy. It was reported by the rep that the hp052 handpiece was grounding out through out the procedure (steady tone). There was no consequence to the pt.